Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device. The patient stated on (B)(6) 2020, they developed a rash and scarring on their thigh. No photo or other details were provided. There was no documentation of medical intervention. This is being reported based on the report of scarring. No additional patient or event information is available.